Event description:
The pump was removed due to a defect (not specified). No patient symptoms or device troubleshooting were reported. Additional info has been requested. A follow-up report will be submitted if additional info becomes available.